Manufacturer narrative:
Investigation summary: one open 29g x 12.7mm pen needle sample was provided for analysis. A batch history record¿s review was performed, including a review of all data collected during in process and quality inspections. The batche involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Samples were received and an investigation was performed. A clog test was carried out on the returned sample and a clog was observed. Wiring of the cannula confirmed the clog to be a medication clog. This is the second complaint for the reported lot number. The previous event identified silicone as present inside the needle which is not the same as this event. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported bd pen needle was unable to deliver medication. The following information was provided by the initial reporter: "we received a market complaint concerning a blocked caverject pen. To identify the cause of the blockage, a use test was performed by the lab at pgs puurs. We could identify a blocked needle as the root cause of the blockage of caverject."